Event description:
The report received from the study indicates that during the procedure, the first diagonal branch was occluded following stent placement prompting an anterior non-q wave myocardial infarction (mi). After 3 attempts to recanulate the d1 with guide wire, the team decided to stop the procedure since it was technically impossible to reopen the d1. Transitory homodynamic instability was treated and rapidly controlled with neosynephrine. No further consequence. The mi was target vessel related. There was no evidence of stent thrombosis and re-pci was not required. The event was reported as unrelated to the cypher stent and other cordis devices and the index procedure.

Manufacturer narrative:
The pt was enrolled in the registry for two-vessel disease. The indication for the index procedure was stable angina pectoris, positive nuclear scan and ECG stress test. A staged procedure was not planned. The target lesion was at the proximal left anterior descending. The vessel was a native coronary artery. The reference vessel diameter was 3.0mm. Lesion length was 20mm. Pre and post procedure diameter stenosis was 90 and zero percent. The lesion was denovo and a bifurcating lesion requiring double guide wire. Lesion classification was type c. Predilatation was performed using a 2.5x20mm balloon at 12 atms. The cypher was deployed at 15 atms with sub-optimal results. Because this was a bifurcating lesion and the stent was under expanded, post dilatation was performed using a 3.0x28mm balloon at 15 atms. Ivus was not used. The pt was discharged on 325mg aspirin, 75mg clopidogrel, statins, lipid lowering drugs, beta-blockers and ace-inhibitors. Please note: device is distributed outside the united states. However, it is similar to the united states product. Any add'l info will be submitted within 30 days of receipt.